Manufacturer narrative:
Event summary: the data files and balloon catheter, 2af283 with lot number 40757 were returned and analyzed. The data files confirmed system notice (B)(4) ¿the safety system has detected a compromised outer vacuum¿ with the returned catheter. Nine applications were performed with this catheter on the date of the event. The data files showed at least 3 applications were performed with a different balloon catheter without issues on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach and kink at 1.3865 inches from the tip. In conclusion, the reported issue was confirmed through testing and the catheter failed the returned product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.